Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem was unable to be reproduced. The device was tested for flow accuracy and was unable to complete due to false upstream occlusion error. The ehl review was performed and the user programmed two infusion with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The pressure plate travel adjustment will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over delivered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.